Manufacturer narrative:
Information added to h3 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, although the cause cannot be determined, it may have been caused by the following stresses on the insertion section: physical stress such as rubbing or bumping the insertion site, chemical stress due to reprocessing outside of reprocessing manual recommendations, stress due to poor storage environment (direct sunlight, high temperature, high humidity, x-ray, ultraviolet light, etc.). The suggested events are detectable and preventable by handling the device in accordance with the following instructions for use (IFU). 3.3 inspection of the endoscope: 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the coating of image guide hose peeled off (1mm2 or more). There were no reports of patient involvement.